Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Insulin pump received with high sleep current measurement, problem isolated to electronic assembly. Hardware low level failure alarm was present in the pump trace download and hardware low level failure alarm during self test due to broken trace at keypad assembly on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failure alarm.

Event description:
The customer reported via phone call that the auto mode readiness screen shows calibration required. The customer¿s blood glucose level was 203 mg/dl and 167 mg/dl at the time of the incident. Sensor glucose was 172 mg/dl and 190 mg/dl. The device will not be returned for analysis.